Manufacturer narrative:
Investigation findings: this central station (carescape central station v2) was installed in (B)(6) 2018. The customer was provided with ge approved keyboards at that time; the customer had purchased wireless keyboards and opted to use. Shortly after install they experienced no audible sound at a central station and found staff had used the mute button on the customer purchased wireless keyboard. The customer was informed that their keyboard was not approved for use. The customer reported that on (B)(6) 2019, a patient in bed ed/41 expired and there were no audible alarms at the central station. Device evaluation found the customers wireless keyboard was missing; a biomedical technician at the site tested the system and confirmed there was no audio. When the customers wireless keyboard was connected pressing the mute button restored audio function. Log files from both the central station and bedside monitor to which the patient was connected were collected and reviewed. Both device log files indicate that alarms were provided during the event in question. The investigation determined that customer use of the mute button on an unapproved wireless usb keyboard caused the central station audible alarms to be turned off without user knowledge. The customer continued to use unapproved wireless keyboards after being informed by the manufacturer not to do so. The central station operator's manual also provides a warning related to use of unapproved accessories.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). Ge healthcare's investigation is on-going at this time; a follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported the device did not provide audible alarms and the patient was found deceased.